Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility registered nurse (rn) reported via voluntary medwatch that a hemodialysis (hd) patient utilizing an optiflux f180nre dialyzer experienced a probable dialyzer reaction during hd therapy. The patient arrived for their regularly scheduled outpatient hd treatment on (B)(6) 2025, and their pre-treatment vitals included: blood pressure = 217/117, pulse = 91, respirations = 18, temperature = 97.1. The treatment was initiated at 13:17 utilizing an optiflux f180nre dialyzer as prescribed. At approximately 13:54, the patient complained of itching (pruritus) on their upper extremities and abdomen, and the treatment was terminated. Additionally, the rn administered intravenous push (ivp) benadryl 50 mg x 1 with good effect. The patient was reportedly discharged home in stable condition and has recovered from the serious adverse events. The patient¿s post-treatment vitals included: blood pressure = 219/105, pulse = 63, respirations = 18, temperature = 97.3. The patient was offered an additional hd treatment on (B)(6) 2025, however the offer was declined. The patient returned for their regularly scheduled treatment on 3/nov/2025, and a gambro revaclear 300 dialyzer was successfully utilized without any return of symptoms. The optiflux f180nre dialyzer was discontinued and added as an allergy. No sample was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux f180nre dialyzer, and the serious adverse event of a dialyzer reaction (characterized by pruritus upper extremities and abdomen), which required the early termination of treatment and the administration of benadryl. The registered nurse (rn) attributed the cause of the serious adverse events to the patient¿s allergic/hypersensitivity reaction to the optiflux f180nre dialyzer. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity/allergic reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux f180nre dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect or damage was reported, the serious adverse events did occur during hd therapy while utilizing the optiflux f180nre dialyzer. Furthermore, given the patient¿s symptoms were indicative of an allergic reaction and the patient¿s favorable responses to benadryl and an alternative dialyzer (gambro revaclear 300), the optiflux f180nre dialyzer cannot be excluded from having a causal or contributory role in the serious adverse events.

Event description:
A user facility registered nurse (rn) reported via voluntary medwatch that a hemodialysis (hd) patient utilizing an optiflux f180nre dialyzer experienced a probable dialyzer reaction during hd therapy. The patient arrived for their regularly scheduled outpatient hd treatment on (B)(6) 2025, and their pre-treatment vitals included: blood pressure = 217/117, pulse = 91, respirations = 18, temperature = 97.1. The treatment was initiated at 13:17 utilizing an optiflux f180nre dialyzer as prescribed. At approximately 13:54, the patient complained of itching (pruritus) on their upper extremities and abdomen, and the treatment was terminated. Additionally, the rn administered intravenous push (ivp) benadryl 50 mg x 1 with good effect. The patient was reportedly discharged home in stable condition and has recovered from the serious adverse events. The patient¿s post-treatment vitals included: blood pressure = 219/105, pulse = 63, respirations = 18, temperature = 97.3. The patient was offered an additional hd treatment on (B)(6) 2025, however the offer was declined. The patient returned for their regularly scheduled treatment on (B)(6) 2025, and a gambro revaclear 300 dialyzer was successfully utilized without any return of symptoms. The optiflux f180nre dialyzer was discontinued and added as an allergy. No sample was reported to be available for manufacturer evaluation.